Manufacturer narrative:
(B)(4). Batch # r92w2m. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that half way through a laparoscopic nephrectomy the trigger would not compress, and the jaws would not close. No cutting or stapling occurred. The procedure was completed with an unlike device with no patient consequences reported.